Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: per visual inspection; downstream occlusion (dso) rubber seal delaminated. The complaint was confirmed. The dso rubber seal is damaged (delaminated) and should be replaced. The cause was the dso rubber seal. The dso rubber seal will be replaced (and recalibrated). The device shall be returned to the customer once functional and accuracy tests are confirmed to be within specification. No previous repair history related to the current complaint was noted for the last twelve (12) months.

Event description:
It was reported that the sensor seal was defective. There was unknown patient involvement.